Event description:
It was reported that the stimulation was unable to be adjusted. An ¿in the box¿ error message was displayed on the patient programmer. It was noted that the error message was due to the confirmed use of the antenna locate feature prior to recharging. It was reported that the patient was able to turn the therapy on or off with her recharger and off with the patient programmer, however she was unable to turn the therapy on with the patient programmer. It was later reported that the manufacturer¿s representative was able to interrogate the implanted device and cleared the error message. It was reported that there had been a ¿disruption in communication coming from recharging to using¿ the patient programmer. It was noted that the patient was ¿doing well.¿ additional information received reported that the patient met with the manufacturer¿s representative on (B)(6) 2013 and her concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4) implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).